Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that their laboratory information system (lis) was down, and the patient rack was ejected without error. The customer did not assign a sample ID for the specimen and did not have a rack that was not in use in the last 24 hours. Prior to calling ccc, the customer rebooted the instrument. The ccc instructed the customer to schedule specimens in the worklist by rack number and assign a sample ID. The instrument began an empty and fill ring procedure, after which the sample processed as expected. A siemens headquarter support center (hsc) specialist evaluated the instrument data. Hsc concluded that the rack being ejected was normal behavior if there were problems with lis communication. If the instrument is powered down incorrectly then an empty and fill ring will occur once the system is initialized and put into routine run. An instrument failure was not identified which would cause sampling delays. The cause of the delay in ipth testing was due to a downed lis. This event also identifies an off-label use as the advia centaur xp ipth assay is not cleared for intra-operative use. The instruction for use (IFU) states in the intended use section the following: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy." No further evaluation of the device is required.

Event description:
An intra operative patient sample scheduled for intact parathyroid hormone (ipth) testing was delayed on the advia centaur xp instrument. No discordant results were obtained or reported to the physician(s). After troubleshooting, the sample was tested without error. There are no reports of patient intervention or adverse health consequences due to the delay in testing.